Manufacturer narrative:
No conclusion can be drawn as repair info is available. However, no report of pt or staff injury was reported.

Event description:
The customer reported the system would not display a viewable fluoroscopic live image. There is no report of pt injury or death.